Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a lead / device malfunction. The file is closed. The investigation will be re-opened should additional data or product itself become available.

Event description:
Ous MDR - it was reported that oversensing with inappropriate shocks was observed approx. 4 months after the implantation. A revision was intended but postponed due to patient bad blood value (inr count).